Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead was attempted to be positioned at four implant sites. It was further reported that high thresholds were observed on the rv lead at these implant sites. Positioning difficulties occurred with the rv lead and it was noted that it took too many turns to extend and retract the helix. The physician attempted to retract the helix at the fourth attempted implant site, however the helix would not disengage with the heart muscle. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.